Manufacturer narrative:
Manufacturing records were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
New information received stated that the intraocular lens (iol) was removed and replaced within the same procedure, not in a secondary procedure as originally reported. The reason for the removal was not known. The doctor cut the lens out. No further information was provided. If implanted, give date: (B)(6) 2014. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the returned sample was inspected at the manufacturing site under 10x microscope magnification. The lens was received cut into pieces. One haptic was missing from sample. Visual inspection revealed surface residuals (fiber/particles) on the lens, which is consistent with the lens being handled out of a sterile environment. No other cosmetic defects were observed. No further investigation was performed. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure. The reason for the reported explant was not provided. No further information was provided.

Manufacturer narrative:
Patient age/date of birth: unknown, has been requested; but not provided. Gender: unknown, has been requested; but not provided. Implant date: unknown, has been requested; but not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.